Manufacturer narrative:
Investigation summary: one used extension set, model ms3500-15, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint of the drip chamber disconnecting from tubing was verified. A device history record review could not be performed on model ms3500-15 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing disconnected. The following information was provided by the initial reporter: material no: ms3500-15, batch no: unknown. It was reported that the drip chamber disconnected from the tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing disconnected. The following information was provided by the initial reporter: material no: ms3500-15, batch no: unknown. It was reported that the drip chamber disconnected from the tubing.